Event description:
Per the clinic, the patient experienced feedback with the device and subsequently was placed under general anesthesia on (B)(6) 2021, in order to replace the abutment.

Manufacturer narrative:
This report is submitted on february 09, 2024.